Manufacturer narrative:
A full review of the device history and sterilization records was conducted. The review indicates that this lot of mesh met all quality and performance criteria. Based on the investigation details there is no evidence to conclude that the v-patch mesh was the cause of the patient¿s symptoms. All atrium medical mesh products are provided sterile. Clinical evaluation: a hernia occurs when tissue, such as part of the intestine, protrudes through a weak spot in the abdominal muscles. The resulting bulge can be painful, especially when you cough, bend over or lift a heavy object. A hernia doesn't improve on its own, however, and can lead to serious complications. Surgery is recommended to repair a hernia that is painful or enlarging. C-qur v-patch is intended for use in soft tissue deficiencies including hernia repair, traumatic or surgical wounds and chest wall reconstruction procedures requiring reinforcement with a non-absorbable supportive material. Infections after surgery are caused by germs. The most common of these include the bacteria staphylococcus, streptococcus, and pseudomonas. Germs can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through germs in the air, or through germs that are already on or in your body and then spread into the wound. Any infection may cause redness, delayed healing, fever, pain, nausea, tenderness, warmth, or swelling. Other risks for infection include the compromised patient, elderly and/or overweight patients, weakened immune systems and diabetes. Most infections can be treated successfully with antibiotic medications. Sometimes additional surgery or procedures may be required. Debridement is the process of removing dead tissue from wounds. Wounds can heal faster if dead tissue is removed. Dead tissue can trap bacteria and new tissue cannot grow. Bacteria may lead to wound infections. Dead tissue can also hide pockets of pus which can develop into an infection. Inflammation is the body¿s immune system¿s response to stimulus. It may be bacteria colonizing a wound or a splinter piercing your finger. Inflammation happens when the immune system fights against something that may turn out to be harmful. Inflammation has many different causes including pathogens like bacteria, viruses or fungi, external injuries or the effects of chemicals or radiation. The signs of inflammation are redness, heat, swelling, pain and loss of function many different immune cells can take part in an inflammation. They release different substances, the inflammatory mediators. These include the tissue hormones bradykinin and histamine. They cause the narrow blood vessels in the tissue to expand, allowing more blood to reach the injured tissue. For this reason the inflamed area turns red and becomes hot. More defense cells are also brought along with the blood to the injured tissue, to help with the healing process. Both hormones can also irritate nerves and cause pain signals to be sent to the brain. If the inflammation hurts, you usually favor the affected part of the body. The inflammatory mediators have yet another function: they increase the permeability of the narrow vessels, so that more defense cells can enter the affected tissue. The defense cells also carry more fluid into the inflamed tissue, which is why it often swells up. After this fluid is transported out of the tissue once again a while later and the swelling disappears again. A non-healing wound is a wound that does not heal in an orderly set of stages and in a predictable amount of time or wounds that do not heal within three months are considered chronic. Chronic wounds often remain in the inflammatory stage for too long and may never heal or may take years. Chronic wound patients often report pain as dominant in their lives. Many wounds pose no challenge to the body¿s innate ability to heal; some wounds, however, may not heal easily either because of the severity of the wounds themselves or because of the poor state of health of the individual. There are several types of wound drainage and they are indicative of different occurrences. Serous is plasma drainage which indicates an increase in bacteria living on the surface of the wound, while sanguineous is bloody drainage. These and a combination, called serosanguinous, may indicate trauma, such as during dressing changes, which hinder healing. The other type of drainage is purulent and indicates infection. Blood cultures are used to detect the presence of bacteria or fungi in the blood, to identify the type present, and to guide treatment. Testing is used to identify a blood infection (septicemia) that can lead to sepsis, a serious and life-threatening complication. The blood does not normally have any bacteria or fungi in it.

Event description:
Received report of infection following mesh placed pre-peritoneal with permanent sutures. Reported debridement and washout, inflammation, open wound and visible encapsulation of the mesh with visible pus.